Event description:
It was reported that this right ventricular read exhibited high out of range shock impedance measurements. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.